Event description:
The pendant becomes warm or hot to the touch.

Manufacturer narrative:
Due to a recall letter, the customer reported that the pendant becomes warm or hot to the touch and has a "smokey or burning smell". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.